Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the immediate dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the immediate dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the immediate dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).